Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of upon boot up the system collimator iris failed to open (collimator cone down). The fse determined the cause of the problem to be the collimator was faulty. The fse replaced the collimator and verified system functionality. The collimator is a restriction of x-radiation to the area being examined or treated by confining the beam with metal diaphragms or shutters with high radiation absorption power. In addition to protecting the patient and others from scatter radiation, beam collimation reduces radiographic density. The collimator must be calibrated and fully functional to move to the correct positions when commanded. If the collimator is faulty it can cause collimator cone down issues. Collimator replacement corrects this issue. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and components wear out over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. The field service engineer identified that the iris collimator closed/coned down and could not be re-opened. No patient death or serious injury was reported related to this event.